Manufacturer narrative:
Isi has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. The full lot number for the instrument was not provided. Therefore, an instrument log review was unable to be performed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. This complaint is reportable due to the following: it was reported that during a da vinci-assisted pancreatectomy surgical procedure, a plastic part from the harmonic ace instrument broke and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, a plastic part from the harmonic ace instrument broke and fell inside the patient. The fragment was retrieved and a backup instrument was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer retrieved fragments and confirmed by visual inspection that all broken pieces were retrieved. There was no additional procedure required to remove the fragments. There were no post-operative tests performed to check for remaining fragments. The instrument was in use for less than 1 hour prior to the issue. The instrument was inspected prior to use with no issues noted. The surgeon was removing the instrument when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the event. The surgical staff did not feel any resistance upon the final removal of the instrument through the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device or video recording of the procedure were available for return. The customer was unable to disclose patient-related information.

Manufacturer narrative:
Additional information can be found in the following fields: d4, d9, g3, g6, h2, h3, h6 and h10. D11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. For clarification, the instrument was found to have teflon pad damage on the clamp arm. The teflon pad was found to have a missing piece, measuring 0.105" x 0.076". The missing piece was not returned with the instrument. The root cause of this failure is attributed to the mishandling/misuse. A review of the device logs for the harmonic ace (part# 480275-08 / lot/serial# (B)(6) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on 30-apr-2021 via system serial# (B)(6). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.